Event description:
It was reported that during a lap cholecystectomy procedure, the device clip would not form around the vessel. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 09/17/2008. Info anticipated, but unavailable at this time.